Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and the plunger overrode and tore the back haptic. The lens was inserted and the incision was enlarged slightly to remove the lens. Another same model lens was implanted. Sutures were not required. The patient's post-op bcva was 20/25.

Manufacturer narrative:
(B)(4). Results - visual inspection of the returned product found the lens optic torn. One haptic was torn with a piece torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).